Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder connection of the needle and holder was separated during venipuncture. The following information was provided by the initial reporter. The customer stated: ¿the connection of the needle and holder was separated during venipuncture.."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-11. H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for hub - holder separation with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw a vacutainer tube with water, and the issue of hub - holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub - holder separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder connection of the needle and holder was separated during venipuncture. The following information was provided by the initial reporter. The customer stated: ¿the connection of the needle and holder was separated during venipuncture.."